Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and severely calcified external iliac artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 5 seconds, the distal part of the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).